Event description:
The patient reported "irritation, infected, pains" and said the device was "so badly infected" that it was removed. The device and leads were replaced. The patient feels his body is "rejecting devices".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.